Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control was made aware that the customer has declined to repair their device at this time. It is unknown if the customer will be replacing the device or returning it to physio-control for further evaluation at a later time. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. When a battery was installed in the device, it was observed that the battery and service indicators were illuminated on the device, but the device was not able to power on. This was found during a maintenance check of the device. There was no patient use associated with this event.